Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure, after first vaporization the aiming beam seemed to be pointing forward and vaporization did not take place even when increasing the watt. On inspection of the moxy fiber, when removing it from the patient, the area where the beam exits the fiber was melted away. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: ¿successful vaporization of prostate gland.¿ no injury to the patient was reported.